Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Air in line alarms were verified through a review of the event history log; however, evaluation did not perform a comprehensive assessment for the reported symptom as the information was not available at the time of device evaluation. The device was serviced to meet all calibration and release specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm that would not clear. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.